Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple unspecified alarms occurred when multiple cartridges were loaded onto the pump. The user's blood glucose (bg) level was 294 mg/dl. Reportedly, the contact was going to the user's school to load a new cartridge and the user would address bg level with the cartridge change.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be evaluated due no usb communication. Additionally, a different issue was identified.